Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that there was a bad connection between the programmer and the power cable connection; the programmer would shut down when manipulating the connection between the programmer and the provided power supply. It was also noted that the battery would not charge with a known good power supply. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was consistently a bad connection between the programmer and the power cable connection; rotating the power cord at the side of the programmer would sometimes help. The programmer has been returned for repair. There was no patient involvement. It was further reported that the returned programmer tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
Failure analysis was performed on the power supply. Visual inspection: no anomalies observed. Benchtop analysis: provided ac power supply connected to a 110vac with a known good ac power cord and connected to a known good encore programmer. Programmer powers up as expected. Conducted several attempts to replicate the issue while applying physical pressure and twisting the power supply cable between the dc connecter and the power supply. Unable to duplicate the failure. The programmer never lost power. The provided ac power supply connected to another known good encore programmer and all the actions from the previous step repeated. No loss of power observed. Conducted destructive analysis of the provided ac power supply. Resistance monitored from the dc connector to the power supply while applying physical pressure and twisting the cable. Resistance stable and measured under 0.5 for the entire length of the cable include the dc connector for both positive and negative conductors. Unable to duplicate the failure. Conclusion: unable to confirm service center complaint. Power supply maintained power during analysis. If information is provided in the future, a supplemental report will be issued.